Event description:
Patient was a high risk for falls. Staff zeroed bed and set bed alarm. Staff was not in attendance, and patient got out of bed. Bed alarm did not go off. Patient fell and fractured her hip. Patient was placed back in bed and "weight overload" message appeared, but bed did not alarm. Patient was moved to new bed. Bed was taken out of service.